Event description:
The customer reported erroneous high na (sodium), k (potassium), cl (chloride) and co2 (carbon dioxide) test results were obtained for one patient sample when using the unicel dxc 800 synchron system. The results were not reported out of the lab. The sample was repeated and correct results were reported. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the analyzer and replaced the ratio pump (472977). The fse also incidentally performed ise preventive maintenance (pm c) and replaced the carbon bridge (a80448). The ratio pump was not scheduled for replacement until (B)(4) 2014. This is considered a premature failure. Identified failure mode: failure mode was likely the ratio pump.